Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the base of the stimloc failed to be fixed resulting in a difficulty attaching the support clip because there was space between the base and the cranial bone. Due to the patient's underlying infectious hepatitis c virus and there being a lot of body fluid on some of the product parts, another kit was used. The base screw of the new kit was adjusted and tightened properly and the stimloc attached normally with no issues. There was no patient impact or symptoms as a result of the event. There were no environmental factors that led or contributed to the issue, with the problem resolved at the time of the report. No further complications are anticipated.